Manufacturer narrative:
Investigation of this incident included analysis of the system database, the system optical coherence tomography (oct) recording, and the system video display recording. An o.r. Surgical video was not available for analysis. From the analysis of the system database, the system oct recording, and the system video display recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. The system video displays recording revealed significant horizontal eye movement during the entire length of the procedure from the system oct integral guidance through the completion of the laser treatment. The catalys system operator manual contains a warning which states "continuously verify that the eye has not moved with respect to its initial presentation at the time of fluid confirmation. If the eye moves during integral guidance, then press "rescan eye". If the eye moves during laser treatment, then terminate the laser treatment by immediately releasing the laser footswitch."

Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system subsequently experienced an arcuate incision that perforated the posterior surface of the cornea. The perforation was noted in the o.r. When opening the arcuate incision with a sinskey hook. The corneal perforation was closed with sutures. Patient follow-up the next day after surgery showed the patient's vision to be 20/ 30 with a bandage soft contact lens in place, which was subsequently removed. No additional complications and/ or medical intervention were reported.